Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to a premature end of life (eol) indicator. In addition, the right ventricular (rv) lead and left ventricular (lv) lead exhibited high thresholds. As a result, the rv and lv leads were reprogrammed to high output, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory was performed and no anomalies were found. Elective replacement indicator (eri) noted on (B)(6) 2013. Concomitant medical products: 693565 lead implanted: (B)(6) 2011. (B)(4).